Manufacturer narrative:
If new information will be retrieved, a follow-up will be submitted.

Event description:
This adverse event took place in australia. The t-plate has snapped with a fracture at its base, necessitating a revision procedure. Indication: finger orif.